Event description:
It was reported that during pta treatment procedure to dilate a lesion in the superficial femoral artery, the balloon catheter separated. The balloon catheter came apart after the ninth inflation. The lesion being treated was highly calcified. The ultra-thin balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No patient injuries or complications were reported. Additional information has been requested regarding this event.